Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an bezels issue was not determined because no products or device logs were returned.

Event description:
It was reported by the customer biomedical engineering that common repairs include pump module: 'bezels'. This was reported to bd representatives during an onsite visit. There was no patient involvement.